Event description:
Customer reportedly received results of 500 mg/dl and 80 mg/dl within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during a right coronary artery (rca) interventional procedure, in a moderately tortuous and heavily calcified, 99% stenosed lesion, the voyager rx met resistance during advancement to the lesion and ruptured during the second inflation at 18 atmospheres. The procedure was completed with a non-abbott dilatation catheter. There was no adverse patient sequela. There was no additional information provided.